Event description:
It was reported that during a device change out procedure the right atrial lead was observed to have damage of the outer insulation. The lead was repaired with a kit and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.